Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The report states that the patient and his visiting home care nurse called to report that the last 3 foley catheters they have inserted have burst in short periods of time (maximum indwelling was just over 2 weeks of 4 expected). The patient did not keep any of the defective catheters. It states that the fill rate was confirmed correct, used pre-filled 10ml syringe-sterile water, and that he has used this product 4-5 years with few issues. His nurse confirmed he does have stones and sediment, but that this has been a constant for the past several years as well. They do need 3 replacement 171305180 sent as soon as possible.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states that the patient and his visiting home care nurse called to report that the last 3 foley catheters they have inserted have burst in short periods of time (maximum indwelling was just over 2 weeks of 4 expected). The patient did not keep any of the defective catheters. It states that the fill rate was confirmed correct, used pre-filled 10ml syringe-sterile water, and that he has used this product 4-5 years with few issues. His nurse confirmed he does have stones and sediment, but that this has been a constant for the past several years as well. They do need 3 replacement 171305180 sent as soon as possible.